Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included gravida and parity 2. Concomitant products included oral contraceptive nos. In 2015, the patient had essure inserted. In 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/cramping"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraine headache"), headache ("headache"), dyspareunia ("painful intercourse") and back pain ("back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight gain / loss : weight loss"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, mood swings, urinary tract infection, female sexual dysfunction, depression, migraine, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Reporters information updated. Event: injury to herself were updated to hormonal changes describe: mood swings. New events:hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage)miscarriage , migraine headache infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, headaches, dysmenorrhea (cramping), weight gain / loss pain specify which one: weight loss, hair loss , painful intercourse, back pain, abdominal pain, she did not undergo conformation test , device ineffective were added. Event outcome were updated:pain, cramping, abnormal bleeding, headache .medical history , concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.